Manufacturer narrative:
Analysis confirmed the absence of audio tones due to a broken transducer wire.

Event description:
Customer reported that pump was not giving any tones. Volume shows "high" but no tones sound during self test.